Event description:
The right ventricular lead seems to have fractured. This has resulted in inappropriate ICD discharge. The patient underwent replacement of right ventricular (rv) lead and ICD. The old lead was capped and left in place. A new device was placed. The patient tolerated the procedure well.